Event description:
It was reported that post a stenting treatment procedure, additional intervention was required. The unspecified target lesion was highly calcified. An ion stent delivery system (sds) was advanced and the stent was deployed. The patient returned to the cath lab a couple days later and had an additional stent placed. No additional patient complications were reported.

Manufacturer narrative:
Device is a combination product. Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4)